Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer number : 2017865-2020-03982; 2017865-2020-03983. It was reported that the patient presented with sepsis. Vegetation was present on the leads. The system was explanted due to infection (B)(6) 2020. The patient was cleared of infection and a replacement was authorized by infectious disease. A replacement system was implanted (B)(6) 2020. There were no complications.

Manufacturer narrative:
Correction: section h3 should have been not returned to manufacturer, section h6 - codes updated for not returned.